Event description:
Oxytocin was connected to the IV tubing, and was primed for use. The primed tubing was placed in the IV chamber of the pump. Then, the tubing was connected to patient, and the infusion pump was set utilizing the guardrail settings for oxytocin infusion for induction of labor. Within approximately one minute of starting the infusion pump, the oxytocin was noted to be free flowing, or giving the patient an unintended bolus. The infusion was immediately disconnected from the patient, and the pump was turned off. No more than 100 ml's were administered to the patient. The oxytocin continued to free flow out of IV line and onto the floor after it was disconnected from the patient.